Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise triggering inappropriate mode switch episodes. The physician elected to monitor the lead with no changes. The patient was stable and will continue to be monitored.